Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Device available for evalution ? Yes returned to manufacturer on 22-feb-24 device return to manufacturer.? Yes device eval by manufacturer? Yes h.6 investigation summary: "material #: 368835 lot/batch #: 3296785 bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub-holder separation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and upon completion the indicated failure mode for hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, a cracking sound was heard, and the holder detached while the needle stayed in the vein. No patient impact reported.

Manufacturer narrative:
E.1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, a cracking sound was heard, and the holder detached while the needle stayed in the vein. No patient impact reported.